Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, it was noted that there was a leak due to a cracked pump case. A leak test was performed and indicated a battery compartment leak. There was moisture found internally, on the display, in the battery compartment and on the transceiver board. Unrelated to the original complaint, it was noted that the display was dim and discolored. It was also observed that the contrast key was not working; the other keys worked appropriately. The keypad was removed and there was contamination found under all the key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.